Event description:
After wearing the glove for 1 1/2 weeks, an or tech experienced skin irritation (bumps on hands, in between fingers, and palms). She went to employee health, and was started on steroids and topical medication. She did not scrub for a day, was off over the weekend, and her hands were better. She then tried several other non cardinal gloves (all at the same time), and her symptoms returned. She then went back to this glove, had irritation, and went back to employee health where she was instructed to trial one glove at a time. She is now using a different glove without problems.

Manufacturer narrative:
A review of the device history record showed that the reported lot number was inspected and released in compliance with all requirements. Historical trending was done. Protexis pi is the new product name of esteem smt, there is no change to the glove formulation or the production process. The product esteem smt passed the requirements of the primary skin irritation test per the technical service report. The exact cause of this complaint (skin irritation) could not be determined. The esteem smt glove (now called protexis pi) has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any trends.